Event description:
Consumer had initially called for assistance with performing a blood test. Husband is calling on behalf of the customer. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. Customer had initially spoken with coordinator who transferred customer's information to technician. The customer¿s expected am fasting blood glucose test result is 300 mg/dl and expected pm fasting blood glucose test result range is 250-300 mg/dl. The customer reported feeling tired; medical attention was not needed at the time of the call. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 04/29/2026 and test strips were opened on the day of the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 05-nov-2024 to ensure that the customer's condition had improved - able to establish contact with customer's husband who stated that the customer was currently in the hospital. Customer had not been feeling well on (B)(6) 2024; customer had been feeling tired and exhausted and had gone to the hospital. No further details were provided. Note 2: manufacturer contacted customer in a follow-up call on 06-nov-2024 to ensure that the customer's condition had improved - able to establish contact with customer's husband who stated that the customer had been transferred to rehab the day before. No further details were provided. Note 3: manufacturer contacted customer in a follow-up call on 08-nov-2024 to ensure that the customer's condition had improved - able to establish contact with customer's husband who stated that the customer was currently in rehab; husband stated he thought she would be discharged in about a week. No further details were provided. Note 4: manufacturer contacted customer in a follow-up call on 26-nov-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.